Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Comment: only one MDR is being submitted to include both complaints below under (B)(4)., as issues occurred during the same case and with the same lot. Basket #1 for (B)(4). Basket #2 for (B)(4). Investigation ¿ evaluation: as reported, during flexible soft endoscopic stone removal procedure, the user detected two baskets of ngage nitinol stone extractors "broke" after the first use. New extractors from the same lot were used to complete the procedure. The devices have been received and preliminary evaluation of the returned devices found - a basket wire had come loose from the basket sheath and basket sheath broke at strain relief. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Visual inspection of the returned complaint devices was also conducted. Two devices were returned for investigation in an open package with label. Basket #1 had broken wires coming from the distal tip. Basket #2 was broken at the support tubing. Cook has concluded that the devices were manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this incident. A complaint history database search showed no other related complaints associated with the failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the devices state the following in consideration of the reported failure mode: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based upon the available information, inspection of the returned devices, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 - PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during flexible soft endoscopic stone removal procedure, the user detected two baskets of ngage nitinol stone extractors "broke" after the first use. New extractors from the same lot were used to complete the procedure. The devices have been received and preliminary evaluation of the returned devices found that for device one - a basket wire had come loose from the basket sheath. Device two - the basket sheath broke at the strain relief. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.